Event description:
The following additional information was received from the author: an olympus device did not cause or contribute to the adverse event described in the article. Also, it was confirmed that an olympus device malfunction did not occur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received from the author (b5). The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The author was not reachable to obtain any further information. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Event description:
Olympus reviewed the following literature titled "safety, feasibility, and short-term-outcome of anal endoscopic submucosal dissection for anal intraepithelial neoplasia: an option for focal lesions?" The study retrospectively evaluated patients who underwent anal endoscopic submucosal dissection (aesd) for anal intraepithelial neoplasia (ain) 3 between december 2017 and march 2023. The interventional technique itself (duration, complications, size of specimen) and patient outcomes (recurrence, progression to anal cancer, re-intervention) were analyzed. Fifteen patients with a median age of 52 years (23-78) underwent aesd for ain 3. One patient had minor complication of delayed postoperative bleeding (clavien¿dindo grade 3a). The patient presented with delayed postoperative bleeding on postoperative day 15 which was managed by endoscopic clipping under sedation with propofol. No further intervention was necessary. Furthermore no major complications occurred.